Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated a ventricular arrhythmia after anti-tachycardia pacing (atp). A shock was delivered and converted the rhythm. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated a ventricular arrhythmia after anti-tachycardia pacing (atp). A shock was delivered and converted the rhythm. This ICD remains in service. No additional adverse patient effects were reported.